Event description:
Bilateral patient. Litigation alleges that patients pain prevents her from making certain movements in her normal everyday activities. Additionally, it is alleged that patient has elevated metal ion levels. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.